Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was received for evaluation in good physical condition. The device was unpacked, the tank was filled with water and a disposable was attached. The start button was pressed, and the device started working, though it was noticed that the pump was a little bit too noisy and the water flow too weak. After about one minute the over-temp led turned on because the water had reached the 43 degrees celsius. The customer's indicated failure was confirmed, and the root cause was the defective pump. A new pump was installed, and the device was left to run for about 3 hours, in which no other alarms were triggered. After performing the entire repair, a functional test was performed, and the device was fully functional. The temp after calibration was also stable and in the range. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device constantly alarmed with the temp lighting up and showing 43 degrees. There was unknown patient involvement and unknown patient harm/adverse event reported.